Manufacturer narrative:
It was additionally reported that the patient had a "few friends who were complaining of the same issue." Is no longer applicable to this event.

Event description:
Additional information from the rep on behalf of the healthcare provider (hcp) reported that the device was completely removed and not replaced. It was unclear when the explant took place. There was no other information available at the time of the report. Information previously captured in this event related to the patient's friends complaining of the ins turning is now captured in rr 3007566237-2017-00774.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported a pocket issue, an implantable neurostimulator (ins) was turning. A revision took place on (B)(6) 2016, wherein the ins was repositioned. Additional information received on 2017-02-22 reported that the device was completely removed and not replaced. It was additionally reported that the patient had a "few friends who were complaining of the same issue." Indication for use included gastrointestinal/pelvic floor.